Event description:
The safety shield barrel slid off the syringe while moving it to the safe position for disposal. The locking mechanism was not bonded to the syringe hub collar. No pt or operator was harmed, unit failed during education presentation of the safety feature.